Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, customer blood glucose level was impacted (elevated). During troubleshooting with tandem technical support, customer acknowledged that cartridge and tubing should be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.